Event description:
The physician noticed a crimp approx 10 cm from the distal tip. This was noticed on the back table before the product was used. Physician opened another catheter and completed the case.

Manufacturer narrative:
Technical eval: the returned unit shows several flat spots at 5.0 cm and 12.0 cm from the distal tip. Conclusion: the incident is confirmed as reported. The DHR review for this mfg lot was reviewed. This MDR is being filed as part of the remediation action taken as per penumbra feb 2010 update to the FDA warning letter dated dec 31, 2009. A review of the device history record (DHR) was completed on part # 0854 (lot # l14327). All appropriate inspections were completed per process monitoring requirements or 100% inspections where required. The DHR review of final assembly (lot# l14327) indicated that 100% inspection of the devices resulted in (B)(4) rejects. This lot was associated with ncr (B)(4) for incorrect exp date entered on the label. The product was disposition use as is since the exp date entered is within the product shelf life of 36 months. This lot was associated with ncr (B)(4) for distal tensile strength. The lot was tested and sorted. The lot has passed all dimensional measurements per spec, in addition, all destructive testing was completed per required process monitoring requirements and results met spec for the tensile strength. The parts released in this lot met process requirement.